Event description:
It was reported that device was unable to connect to and pair with the mobile application using bluetooth (ble) telemetry. Eventually, the device was able to be interrogated and paired to the application. The patient was stable.